Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the probable causes include damage or deterioration of parts, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems such as signal loss or open circuit. The most probable cause of this complaint is attributed to expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the videoscope was found to have damage to the charge coupled device (ccd) unit, resulting in a noisy image during angulation in the up/down directions. No patient involvement was reported in association with this event.